Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port arm drape accessory to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The product was found to have an off-set input on arm 1. Visual inspection was performed and there was an off-set input on arm 1 which likely is the cause of the engagement failure. One out of eight inputs were off set. Sterile adapter arm 1 would not engage to the in-house system. The instrument arm drape was opened in-house and was placed on the in-house system and failed recognition and engagement on one of the 4 arms. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The product was confirmed to have an engagement issue. The sterile adapter was installed on five attempts and failed engagement each time. There was no visible damage to the sterile adapter. The drape was then transferred to a failure analysis engineer (fae) for further investigation. Fae confirmed initial fa findings. The sterile adapter subassembly was cut from the drape to inspect and test the components, and it was found that the sterile adapter had a lodged input disk. The input disks are expected to be able to rotate freely in addition to being able to move up and down towards and away from the patient side manipulator (psm) drives as well. The input disk identified as having an "offset" in initial fa was found to be lodged in the sterile adapter plate and did not move up and down when shaking the sterile adapter plate. The input disk also did not rotate when attempting to rotate it by hand. The root cause of a lodged sterile adapter input disk is typically attributed to manufacturing and can be caused by improper assembly technique when assembling the instrument sterile adapter.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port arm drape accessory would not calibrate. The procedure was completed with no reported patient injury.